Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. .

Event description:
It was reported that during a coronary stenting drug eluting treatment procedure, the stent migrated after deployment. The vascular access site was the right femoral artery (rfa). The 90% stenosed, concentric, de novo target lesion was located in the moderately calcified left circumflex (lcx). The lesion was approximately 13mm long and the reference vessel was 2.5 to 2.0mm in diameter. The lesion was pre-dilated with a maverick 2.5x15mm balloon. Next, a non-bsc 2.0x15mm stent was implanted in the lcx. Then a taxus liberte' atom 2.25x16mm stent was advanced using a non-bsc guide catheter and non-bsc guide wire and deployed at 9 atms for 30 seconds. Upon withdrawing the delivery balloon, the stent moved slightly towards the left main (lm). A larger quantum maverick balloon was used to move the stent and post-dilate in the intended location. It is reported, the physician felt the stent chosen may have been undersized for the vessel diameter and that is why it moved from the deployed location. No pt complications were reported and the pt's status is reported as fine.